Manufacturer narrative:
On 28-aug-2025, bwi received additional information indicating that the event date is actually 13-feb-2025. B3 event date has been updated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis of the returned sample revealed it was found the tip-shaft section separated and it was observed residues of polyurethane (pu); this condition noted on the device could be related to excessive force or manipulation; however, this cannot be conclusively determined. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device lot number 31486324l and no internal action was found during the review. The force sensor error reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The potential cause of the broken tip could not be determined. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified that the tip-shaft section separated. During the procedure, an error 106 alert code occurred after catheter plugged into carto and before first ablation as tip threaded through distal end of sheath (distal exit). A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient.